Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an alert for high, out of range high voltage lead impedance was observed and the impedance had steadily decreased since then. No other electrical anomalies were observed. The lead was capped and replaced. Patient was stable.